Event description:
Customer reported his insulin pump is alarmed no delivery during a bolus. Customer's blood glucose is 400 mg/dl. He was trying to treat, but his insulin pump alarmed no delivery. The issue was resolved when customer changed out his reservoir. Customer was able to deliver a bolus. Troubleshooting was declined because the reservoir was changed out. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.